Manufacturer narrative:
One device was received for evaluation for the complaint could be duplicated during dso occlusion test. However, both reported complaint value and findings during investigation were within tolerance. The visual and functional testing was performed. Upon further investigation, minor cracks on dso seal could have caused the decrease in dso occlusion threshold. Reported problem is not something that would be evident in the event log. Replaced the downstream occlusion (dso) seal. After replacing the parts, the pump passed all the testing and is fully operational.

Event description:
It was reported that the device had downstream occlusion issue. There was no reported patient involvement. Ro (B)(4).